Manufacturer narrative:
This is an initial report. A final report will be issued at the conclusion of an investigation.

Event description:
The customer states that one patient sample generated an axsym cmv lgg assay result of 0.0 au/ml. The sample tested cmv lgg positive on a competitor's platform. The customer retested the sample with the axsym cmv lgg assay and generated a positive result of 153.9 au/ml. Controls were within specifications. The customer states that the analyzer and assay are performing within specifications. There is not impact to patient management reported.